Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee revision, poly removed, no purulence, no infection. Osteotomes to break up cement mantle around femur, removed both tibia and femoral components, and retained patella. No complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 183053 / item name vanguard cr por fem-rt 72.5 / lot#813000; item# 141224 / item name biomet cc I-beam tray 75mm / lot#j3252831; item# 183440 / item name vngd cr tib brg 10x71/75 / lot#447810. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported by legal primary right tka performed. Subsequently it was reported right revision of total knee 2 years later due to pain, loosening and instability. Attempts have been made and additional information on the reported event is unavailable at this time.